Manufacturer narrative:
De, sumantra kumar, et al. (2025). "Adopting a collaborative strategy to address the complexities of implanting a subcutaneous implantable cardiac defibrillator for secondary prevention in a patient with fabry disease and motor neuron disease." Cureus 17(2): e79379. Doi:10.7759/cureus.79379.

Event description:
It was reported during the review literature, of "de, sumantra kumar, et al. (2025). "Adopting a collaborative strategy to address the complexities of implanting a subcutaneous implantable cardiac defibrillator for secondary prevention in a patient with fabry disease and motor neuron disease." Cureus 17(2): e79379. Doi:10.7759/cureus.79379 the patient developed a localized infection on the skin around the wound area where an s-ICD was implanted. The wound healed satisfactorily after oral antibiotics with a short course of intravenous antibiotics. No other issues involving the s-ICD device were reported. No further adverse patient effects were reported.